Manufacturer narrative:
Device is expected but not yet available for eval. A f/u report will be submitted upon completion.

Event description:
Driver tip broke wile inserting a bio-delta screw. Tip was not retrieved from implanted device. Hosp reported no adverse consequences with pt. This device is used for treatment.